Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. There was no abnormality in the device. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the laparoscopic adnexectomy, otv error e116 occurred 6 times in total even if the camera head was replaced. By restarting and turning off the error display each time, the procedure was continued and completed. There was no report of patient injury associated with the event. The subject device was used in combination with clv-s400 and ch-s400-xz-eb.